Event description:
A patient reported via a friend or family member they had a reaction to the anesthetic. The patient noted during the trial he had a reaction to the anesthetic and had to be seen at the ER. The patient is implanted for gastrointestinal/pelvic floor. Additional information from the patient reported that when they went to the ER, during their trial, they had to have a catheter put in to empty their bladder and it caused them pain.

Event description:
Additional information was received and it was reported that the patient was given the wrong anesthesia during the implant surgery and on the way home he was in terrible pain and wasn't able to "discharge (urinate)" so he went to the ER at a different hospital. The implant doctor told the patient that if he could not urinate to go to the first hospital that he saw and that's what the patient did.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.